Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Questions: 1. Was the cement product manufactured by depuy? If yes, please provide the part and lot numbers and quantity of the cement. 2. Please clarify, was the patellar implant removed? 3. It was indicated in the event description that patient was revised with a thicker poly on (B)(6) 2020. Was this being reported? If yes, please provide the complaint number. 3.1. If none reported, please provide details of the previous revision. 4. Was instability related to polyethylene wear? 5. Was there any reported malposition of components that led to the instability? 6. Were any components undersized on the primary surgery that led to the instability? 7. Was the femur or tibia excessively resected/joint line raised during the primary surgery that led to the instability. Answers: 1. Unknown what cement. 2. Patella was retained. 3. Original case # was (B)(4). ( I am attaching the MDR as there is no complaint # on it. 5-7. No other than that, I have no further information.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patients right knee was revised due to instability. The initial procedure was a right tka done (B)(6) 2018. It was revised with a thicker poly on (B)(6) 2020. All components are being removed today, minus the patella. There was no surgical delay. Doi: b)(6) 2018 (all implants except the insert), (B)(6) 2020 (tibial insert). Dir: (B)(6) 2021. Right knee.